Event description:
It was reported that the patient had midtrial reprogramming, but patient scratched almost all of the tegaderm and tape off her back exposing her trial leads. The patient underwent lead pull procedure, and the explanted leads were not return as it was discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e, model: sc-2316-50e, serial: (B)(6), batch: 7223454.